Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) where two of the four leads were explanted and replaced. Issue resolved. It is unknown which leads were replaced; therefore, all leads will be reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-48304; 1627487-2020-48306; 1627487-2020-48307. It was reported that high impedances were measured at the lead contacts, and the patient lost effective therapy following a procedure on (B)(6) 2020 in which the leads may have been reversed in the extension. As a result, surgery may occur to address the issue.